Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-03645 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, during the procedure, the patient developed aspiration pneumonia which resulted in hospitalization for six days. The patient experienced pain and an inability to sit immediately following the procedure. The physician administered approximately twenty injections of lidocaine in an unsuccessful attempt to reduce the pain. The patient also received two epidural steroid injections to treat the pain, but these were also unsuccessful. The patient underwent an additional procedure on (B)(6) 2010, to revise and loosen the mesh. This procedure was unsuccessful. An additional procedure was performed on (B)(6) 2011, to remove the mesh. The physician was unable to remove all of the mesh, and the patient's symptoms were not relieved, so the patient attended physical therapy. The therapy sessions have helped her to deal with her pain, but have not remedied her symptoms. The patient underwent an additional procedure on (B)(6) 2011, to remove the remainder of the mesh. This physician was able to remove nearly all of the mesh, helping to relieve some of her symptoms. She then underwent an additional procedure on (B)(6) 2012, with another physician, to remove the remaining parts of the mesh. The two surgeons were able to remove some scar tissue, permanent sutures, and mesh fibers, but were unable to remove all of the mesh. The patient continues to suffer from pelvic pain, buttock pain, leg pain, muscle problems, mesh erosion, dyspareunia, and inability to sit. All other information is unknown and unavailable.